Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that patient expressed a burning sensation during the post-surgery follow-up. Due to the burning injury this case is deemed reportable.